Event description:
Through implant patient registry, it was reported that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 10 months due to patient prothesis mismatch, degeneration, severe aortic stenosis. The patient presented with doe and mild swelling in her legs. The explanted valve was replaced with a 25mm 11500a inspiris resilia aortic valve. The patient was in recovery post-operatively. Per the medical records, the patient is suspected to have prosthesis mismatch and rapid valve degeneration. The leaflets of the 21mm 3300tfx prior to the pump run and explant of the valve appeared normal with preserved leaflet opening/ excursion, with elevated gradients across the valve. The patient underwent redo avr with aortic annulus and root enlargement with hemashield graft, and redo ascending aortic replacement with a 30mm hemashield graft. The 25mm 11500a aortic replacement valve seated well without rocking, and no perivalvular leak. On pod #4, the patient was discharged home with home care services in improved condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned for evaluation, as device was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, h2 and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The most likely cause is procedural factors. H11: corrective data corrected section: h6 (component code).